Event description:
Healthcare professional reported a xen®45 gts event described as "day one post op 20/40, iop 5, inflammation and redness, bleb low lying, vision is now 20/300" in unknown eye.

Manufacturer narrative:
The event of "vision abnormalities" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.